Event description:
It was reported the patient presented in the clinic after receiving inappropriate atp and high voltage therapies for svt. The device was reprogrammed; patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.